Event description:
Information received regarding the explanted device notes that seven months post-implant, the device exhibited no output or telemetry and interrogation was not possible. The patient, a nursing home resident, was admitted to the hospital when a transtelephonic evaluation noted no pacing response. The patient's heart rate was 50 bpm.